Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted into the patient's left eye and removed intraoperatively due to the bent haptic noted during insertion. Incision was enlarged, however it is unknown if this was done prior to or after iol removal. An anterior chamber lens was implanted successfully. According to the surgeon, the capsular bag was damaged and a vitrectomy was performed prior to the insertion of the li61aor iol. Please reference MDR# 1119279-2012-00278 for the delivery device.